Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d3, d4, g4 ¿ 510k: this report is for an unknown plate: 90-degree angled blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: liou, y.l., et al (2022), genu valgum after distal femur extension osteotomy in children with cerebral palsy, j pediatr orthop; vol. 42 (4) :pages e384¿e389 (taiwan). The aim of this retrospective cohort study is to report the trends in genu valgus deformity after distal femur osteotomy and to clarify the risk factors associated with the problem. Between january 2012 to january 2019, a total of 25 children (13 boys and 12 girls) with the mean age of 11 years (range 5-15), with spastic cerebral palsy were included in the study. The patients underwent distal femur extension osteotomy with a 90-degree angled blade plate (ao; synthes inc., chester, pa) with or without patellar distal advancement for knee flexion contracture (as one of the procedures in single-stage multilevel surgery) and then followed up to 2 years. The following complications were reported as follows: 1 patient residual knee flexion contracture at left knee and underwent semitendinosus tenotomy 2 days after distal femur extension osteotomy. 2 patients underwent secondary distal femur extension osteotomy for recurrent flexion contracture 1-2 years after distal femur extension osteotomy. In 36 of the 44 limbs (82%), valgus changes occurred by an average of -4.6 degrees in the aldfa, and subsequent guided growth was performed in 5 patients (20%) for excessive genu valgum. An 11-year-old male patient with gross motor function classification system (gmfcs) level iii with a right anatomic lateral distal femoral angle (aldfa) of 80 degrees and a left aldfa of 77.5 degrees postoperatively. Valgus changes caused a right aldfa of 78.5 degrees and a left aldfa of 76.5 degrees at 13 months postoperatively. The patient undergoes distal femur guided growth at 15 months postoperatively. An 11-year-old female patient with gross motor function classification system (gmfcs) level iii who underwent bilateral distal femur extension osteotomy using an angled plate. Radiography in the immediate postoperative period at 10 months show asymmetric bone growth at the distal metaphysis; genu valgum deformity after distal femur extension osteotomy. This report is for an unk - plate: 90-degree angled blade. A copy of the literature article is being submitted with this medwatch. This is report 1 of 3 for (B)(4).